Event description:
Boston scientific received information that during the implant procedure defibrillation testing was done and a 41 joule shock was not successful at converting the patient induced arrhythmia. An external shock was administered which terminated the arrhythmia. Further defibrillation testing was done performed due to the patients medication and condition. A few days later, the patient presented to the hospital feeling unwell. An ultrasound was done which determined that the patient had a pericardial effusion due to a perforation. The right ventricular lead was repositioned and defibrillation testing was scheduled. No further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.